Event description:
Baxter reports that the occluder feet of a transfer set were broken. The set had been in use for 25 days. There was no patient injury or medical intervention reported by the international affiliate.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.